Manufacturer narrative:
This report is being filed to provide additional information in a.1, a2, a.3, a.4, b.5, h.6, and h.10. Investigation: the device history record was reviewed for this lot. There were no issues noted in the DHR that would have contributed to the event. Correction: terumo bct has implemented a correction for this incident. Manufacturing staff were made aware of this issue and retrained to the appropriate procedures. Corrective action: an internal CAPA has been initiated to address an increase in reports of trima misassembly of 4-lumen tubing. Root cause: the cause of this defect was related to a misassembly, where the assembler neglected to follow the appropriate manufacturing operating procedure of the disposable set during manufacturing.

Event description:
Low hematorcrit red blood cells were collected instead of plasma from the donor. No clinical consequences were reported.

Manufacturer narrative:
Investigation: a photograph was submitted in lieu of the disposable set to aid in the investigation. Analysis of the image revealed a used trima cassette assembly. The red inlet and large clear rbc lines are confirmed switched and bonded into the opposite bond sockets. Based on the available evidence in the image provided, the root cause of the reported failure was a manufacturing mis-assembly. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that the plasma and red blood cell (rbc) lines were switched on a trima device. The customer reported that 635ml of rbcs were collected from the donor. Patient information and outcome are not available at this time. The collection set is not available for return because it was discarded by the customer.